Manufacturer narrative:
The device was explanted (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device could not be interrogated and patient was lost to follow-up. Device remains implanted. Should additional information be received, this file will be updated.